Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered two boluses and inquired why pump insulin-on-board (iob) did not subtract. Customer's blood glucose (bg) level lowered to 39 mg/dl after boluses were delivered. During troubleshooting with customer, tandem technical support explained that because customer did not enter a bg value, the pump delivered the entire food bolus each time based on the carb value customer entered. Customer treated low bg level with glucose tabs, soda and lemonade. The following day, bg level was at target. Additionally, customer's carb and correction ratios were adjusted by health care provider.